Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, capsular contracture, baker grade unknown, and patient concern with the product.

Event description:
Patient reported left side rupture, capsular contracture, baker grade unknown, and concern with the product. Device remains implanted.